Manufacturer narrative:
(B)(4).

Event description:
Dexcom was mad aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they were at home and their partner found the patient in the room unconscious. It was indicated that the patient had fallen into a coma from hypoglycemia and her partner saw that she vomited. She called the ambulance and the patient was transported to the hospital. The patient was in a coma for 21 days and was in the hospital until (B)(6) 2018. After waking up from the coma, the patient was in diabetic ketoacidosis and then was released from the hospital after she stabilized. The patient was not using the cgm during her hospital stay because the dexcom was removed from her body at the hospital when she arrived. The patient indicated that at some point during the day of the event, their device displayed the error reading symbol, but they were uncertain of what was on the cgm screen at the time of the low event. At the time of contact, the patient was doing okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4). Model #/catalog # - correction "9500-44, sts-gf-001".